Manufacturer narrative:
B3: event date is date valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that the stimulator is not working in the right parts of their body. Patient stated that they received a replacement controller yesterday, and they followed the instructions on the paper, but the therapy is not hitting the right spots. Patient mentioned that the device was poorly working for them since november 2020. Patient stated that their therapy did not match what they have and they tried the old one back again and it wasn't working. Patient stated that the controller did not have the brain of what was setup by their doctor or mdt rep to operate. Patient stated they know how to switch groups or adjust their intensity settings. Patient mentioned that they have groups a, b, and c, and when they switch to group a, it vibrates even at the lowest number of 1 through their legs. Patient stated that it vibrated on the wrong spot of their body and they tried it on all 3 groups. Patient stated that group b was originally set for them. Patient stated that group a was not working for them and when groups a and b were not working, group c was used. Patient stated they'll turn on their stimulation at the lowest setting in the group to avoid being shocked and will continue this until they see their hcp in a month or so. Agent reviewed information and redirected the patient to their healthcare provider to further address the issue.